Event description:
Reportedly, the device reached the rrt less than 1 year after the device implantation.

Manufacturer narrative:
- The battery was depleted due to a very number of charges. Normal battery depletion occurred. - these charges were triggered by artefacts observed on ventricular channel. The most probably hypothesis is a degraded ventricular lead leading to ventricular oversensing. Please refer to the attached report.

Event description:
Reportedly, the device reached the rrt less than 1 year after the device implantation.

Manufacturer narrative:
Correction of the MDR fu1 of the field : g3. Date received by manufacturer to : 18 march 2024.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed several ventricular oversensing episodes leading to charges.

Event description:
Reportedly, the device reached the rrt less than 1 year after the device implantation.